Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 154387: 30 items manufactured and released on 11-jan-2016. Expiration date: 2020-12-12. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 2 years and 2 months after primary. The surgeon determined that the poly screw had backed out. The surgeon removed the screw through arthroscopy. The liner was not exchanged. The surgery was completed successfully. The torque handle screwdriver was not used in primary.